Event description:
It was reported that the suction channel on the unit became blocked during use. It was further reported that the surgeon used fluid to unblock the unit. When the unit was reinserted into the knee, the black insulation on the shaft of the unit appeared to have been pushed back, exposing more metal than usual.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.